Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the tka procedure for knee oa. The surgeon could not take out the cement in question from the package because the inside of the outer package (non-sterilized) and inner package (sterilized) had been stuck together. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was received for examination. The photo investigation and visual examination found the cement powder inner bag overlapping with the paper outer foil, confirming the reported allegation. It is only slightly harder to take the cement bag from the overlapping of the paper foil, but does not compromise the integrity and/or sterility of the final product. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot a search of the depuy nonconformance (nc) quality system found no past nc¿s associated with this product/lot combination. An nc has been raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.